Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, evaluation codes, and additional MFR narrative. No device or photos were provided, therefore, the condition of the devices is unknown. The part and lot numbers of the devices were not provided, therefore, neither the device history records nor complaint histories could be reviewed. These devices are used for treatment. By the nature of the article, these devices were not used in approved and compatible combinations. Zimmer biomet has not confirmed the compatibility of this combination of devices, and this is considered an off-label use of this product as indicated on the packaging insert. The recommended compatibility chart can be found at www.productcompatibility.zimmer.com. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation per the surgical technique. Relevant medical histories and adherence to rehabilitation protocols are unknown. Definitive root causes for these reported events of device revisions and incompatible device combinations cannot be determined with the information provided.

Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2015.1074483 this report will be amended when our investigation is complete.

Event description:
It was reported via literature that 109 patients underwent hip arthroplasty where zimmer acetabular shells were used with unknown liners, femoral heads, and competitor femoral stems. The patients were later revised for unknown reasons.